Event description:
It was reported that there was an infection around the implant site at tooth location #19. The area was cleaned with peridex rinse and the doctor prescribed antibiotics to start immediately. The healing abutment was removed and replaced, however the implant remains implanted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). D10: hc563, heal collar 5.7x6.5, 3mm/lot number-2021100117. G4: PMA/510(k) number not available. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A sterilization record review could not be performed, as the lot number associated with the reported product was not available. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
No additional event information received at the time of this report.